Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. Vascular access was obtained via the radial artery. The 95% stenosed lesion being treated was located in the moderately tortuous left anterior descending (lad). The 2.50x12mm taxus liberte was advanced to the target lesion but did not cross. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "good". However, the retuned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified distal stent damage. The struts on rows 1 to 2 from the distal edge were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4)